Event description:
The customer reported disagreeing with the 12-lead interpretation.

Manufacturer narrative:
The customer reported disagreeing with the 12-lead interpretation. The ECG was reviewed by philips decg. The ECG algorithm correctly identified the rbbb. The troubleshooting report sent in by the customer mentioned a primary indication from the mrx with the secondary indication of left anterior fascicular block, but this indication does not appear in our 12-lead files. There was no malfunction of the device. The mrx IFU states that all 12-lead ecgs must be "overread" or reviewed by the physician. There was no malfunction of the device. We are considering this a user misunderstanding regarding 12-lead interpretation.